Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation revealed the device was in worn condition. Small scratches were noted at the distal end of the device on the top and bottom jaws. Visual examination of the jaws revealed that the hook on the upper jaw was bent outwards and the right side of the lower jaw was bent downwards, causing a misalignment of the two sides of the bottom jaw. The device was functionally tested by actuating the jaw lever, and the jaw opened and closed as intended. A needle was loaded into the device and the device was tested on a rubber strip. The needle deployed and became stuck in the deployed position, confirming this complaint. The needle lever was manually pushed back to return the needle to its original position. The needle¿s inability to retract as intended is a result of the misalignment of the two sides of the bottom jaw. The bent upper and lower jaws indicate blunt force impact; potential root causes include the device hitting bone during a procedure or the device being mishandled. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified surgical procedure of the shoulder, it was observed that the expressew iii w/hook device would jam when trying to fire the needle. The surgeon used a competitor's device to complete the procedure. There were no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.